Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status mos1. The device was implanted for about 20 months and 68 charging cycles were recorded to the device memory. The device was visually inspected. The inspection revealed a discoloration of the titanium housing of the ICD, as mentioned in the complaint description. This is a normal and expected oxidation process due to high electric fields during shock delivery and is not affecting the ability of the device to deliver therapies. The memory content of the device was inspected. During analysis of the available iegms noise was observed in the ventricular as well as the far-field channel, leading to multiple charging cycles that partially resulted in shock deliveries. The episodes including noise signals were recorded by the device on (B)(6) 2017 between 10:41 am and01:06 pm, on (B)(6) 2018 between 07:42 am and 08:44 am and on (B)(6) 2018 between 04:24 am and 06:03 am. The frequency and morphology of the sensed signal scan be most probably attributed to external influences such as strong electro magnetic fields. Therefore, a sensing test was performed. The device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. In a next step, the ability of the device to deliver therapies was verified. The antibradcardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In addition, the manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in th eventricular as well as the far-field channel, leading to multiple shock deliveries. Based on the morphology and frequency, as well as the time frames of the corresponding episodes,the noise signals can be attributed to strong external electromagnetic fields. In particular,a thorough analysis of the ICD proved the device to be fully functional. A discoloration of the titanium housing may appear as a result of the high electric fields generated during shock deliveries and does not represent a device malfunction.

Event description:
Ous MDR - discoloration of part of the outer cover of the ICD from silver color to light brown color and a few muscles were damaged of the area around the ICD inside the patient's pocket. No implant, explant or event dates were available.